Event description:
This will be filed to report a clip failing to establish final arm angle (efaa). It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr). During a mitraclip procedure, the transseptal punture was suboptimal and there were difficulties positioning in the anatomy due to the limited height. The first clip was implanted successfully. A second mitraclip nt failed establishing final arm angle (efaa). The clip could not stay locked and continuously opened. Troubleshooting was performed and the device opened again. The nt device was removed from the patient. A replacement was successfully implanted, reducing the mr to grade <1. There were no adverse patient effects or clinically significant delay. No additional information was received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed during returned device analysis. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported clip opening during efaa could not be determined. The reported difficult or delayed positioning (anatomy) appears to be due to procedural conditions. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).